Event description:
Pt had spinal hardware placed in 2005. On the following month, pt was taken to or to evacuate seroma. V.a.c. Therapy was placed in surgery on that date. On two days later, a dressing change was accomplished. There was no documentation of the number of pieces of foam at the dressing change. On the next day, the pt was discharged home. There was an order for a wet to moist dressing to transition home with v.a.c. Therapy to be restarted at the pt's home. However, the pt refused the dressing change due to discomfort. The pt was discharged home with v.a.c. Dressing in place. The first ome dressing change was done on two days later, three days after the last dressing change. On three days later, the physician allegedly faxed a diagram of the wound with notes identifying three pieces of foam used in the wound. In early 2006, the pt rec'd a house call from the attending physician and wound was evaluated. On seven days later, a piece of black foam was identified to be imbedded in the distal part of the wound. On a week later, the pt was taken to surgery under general anesthesia to remove the foam.

Manufacturer narrative:
This info was provided by a physician who was an expert witness in a legal proceeding. The black foam was allegedly identified as granufoam and it is uncertain how long the foam was retained in the wound. V.a.c. Labeling states under "warnings": "always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart." It also states: "always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces were removed as placed. Foam left in the wound for greater than the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse events."